Event description:
A non-healthcare professional reported that during the intraocular lens implant procedure smudges found to be left on the lenses. Additional information has been requested.

Manufacturer narrative:
The used company was not returned for evaluation. Five unopened company cartridges were returned for the reported. One unopened company cartridge was pulled for evaluation. The company cartridge was microscopically examined with no damage or abnormalities observed. No particulate was observed inside the cartridge. The cartridge was functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens damage or foreign material was observed after the functional testing. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovds) ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company toric trifocal iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. There have been 3 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).